Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 261540001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n254067, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into overdischarge about a month prior to the report. At the same time, it gave the patient a warm shocking sensation at the implantable neurostimulator (ins) site. A physician recharge mode (pmr) was done, and it was noted that everything was working fine now and was working properly. Interrogation of the device and an electrode impedance test performed at 0.70 volts found that no electrodes were out-of-range. It was reported that the overdischarge was due to the patient not charging for a long period of time. The cause of the shocking sensation was still unknown, but it was indicated that there weren't any broken leads. A follow-up report will be sent should additional information be received.